Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switches. Unable to perform self test and displacement test due to flattened dome switches. No stuck button alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that insulin pump had keypad anomaly. Customer's blood glucose level was unknown. Customer reported that the all buttons are unresponsive. Customer stated pressing menu button takes them to the menu screen and the up arrow allows them to navigate screens. Customer stated using the down arrow allows them to navigate screens. Customer stated block mode was inactive. The insulin pump will be returned for analysis.